Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure, the maryland bipolar forceps instrument would not move. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. There was a broken conductor wire at the yaw pulley exit: the wire was detached from its connection at the grip. Electrical continuity failed. Yaw pulley showed no signs of arcing. The grip cable and pitch cables were frayed at the distal idler. There were also scratches on the distal pulley. One of the grips were also bent, causing side to side misalignment of the grips. There was a 0.335¿ offset at the tips, indicating overloading at the tip. Evidence not conclusive but pulley damage was likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.